Manufacturer narrative:
Investigation summary: in response to the event reported by facility a device history review was conducted for lot number 0357758. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events. The occurrence is o3, risk is low, no need for CAPA.

Event description:
It was reported that intima-ii 24gax0.75in prn slm had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: before preparing for puncture, the nurse removed the guard cap and found that the needle tube was not smooth and had burrs. She was worried about the catheter and found the same problem after replacing the indwelling needles of the same batch. We have contacted the procurement center to return a total of 186 indwelling needles of this batch.